Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior, as the programmer works correctly and is able to communicate without difficulties. No additional log/files were available for investigation. Based on the provided information: the most probable hypothesis is that the reported issue may have been caused by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter, and this explains the reported event. Updating the smartview version to the latest version will solve the issue on this tablet. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the programmer screen became unresponsive during a device interrogation.

Event description:
Reportedly, on (B)(6) 2025, the programmer screen became unresponsive during a device interrogation.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event since it is able to work and communicate normally. Review of the provided files is still ongoing, results will be provided on the next report.